Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
Customer's son called customer service on (B)(6) 2010 and reported that on (B)(6) 2010 customer received a reading (not provided) on his precision xtra blood glucose meter which was lower than he felt. It was further reported customer experienced weakness, diaphoresis, was unresponsive and subsequently lost consciousness. Paramedics were called, checked his vital signs and monitored the customer until his blood glucose reading "came up". No third-party emergent intervention was reported. Customer self-treated with food. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.